Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for severe abdominal pain (no further detail was provided). On the same day, the patient began treatment with an unknown antibiotic (1 gram, intraperitoneally, daily for 12 days). Two days after being admitted to the hospital, the patient was discharged home. The patient outcome was not reported. Six days later, the patient went to the emergency room with complaints of high temperature (unspecified), nausea and vomiting. On the following date, the patient was admitted to the hospital and was treated with an unknown broad spectrum of antibiotic (dose, frequency, and route not reported). Twelve days after being re-admitted to the hospital, the patient's pd catheter was removed (due to continued high temperatures), and a central venous catheter was inserted to start hemodialysis. On the same day antibiotics were discontinued. Five days later, and after 48 hours of being afebrile, the patient was discharged home. Nausea was ongoing. Five days later while at home, the patient experienced a low grade fever and took some tylenol, orally (dose and frequency not reported). The following day, while at the hemodialysis clinic a temperature of 101.1 (degrees fahrenheit) was recorded, with shaking and chills. The patient was sent to the emergency room and was again hospitalized for sepsis. Hospitalization was ongoing. Treatment and outcome for this hospitalization was not reported. No further information was provided regarding the patient's outcome from the event. No additional information is available.